Manufacturer narrative:
Upon inspection of the seven devices pending evaluation, it was determined the device experienced a noise issue, which is not reportable.

Event description:
This report summarizes 11 malfunction events, where it was reported the zoom had unintended excessive speed or the zoom moved in an unintended direction. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   10 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 7 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the zoom had unintended excessive speed or the zoom moved in an unintended direction. There was no patient involvement.